Manufacturer narrative:
The complaint sample was received at viant for evaluation. The straight reamer handle was attached to a power tool simulator and rotated. It wobbled when rotating, which confirms the reported event. Upon closer examination, it was observed that the power adaptor was bent off-axis and was deformed and gouged all around the power adaptor and these deformations are not consistent with intended use. There was wear present on the power adaptor that was consistent with intended use. Other observations: there were signs of wear in the form of scratches, nicks and gouges observed throughout the complaint sample; the returned complaint sample was etched per applicable drawings. The applicable device history records (dhrs) were reviewed. No discrepancies were discovered. No further investigation is required with regard to this complaint. Event reported by distributor, zimmer biomet. Foreign as event occurred in (B)(4).

Event description:
It was reported that during an unknown patient procedure that the shaft of the reamer handle was wobbling during use with power hand-piece. The surgeon used an alternate product to complete the surgery. There was a 0-15 minute surgical delay reported to change to the alternate product for completion of the surgery. No adverse events nor patient consequence were reported as a result of the malfunction.